Manufacturer narrative:
Device evaluation confirmed reported issue and determined the cause was a failed vacuum sleeve.

Event description:
Very pronounced frosting up along the shaft of the probe. Frosting occurred during the middle of the first freeze cycle. Doctor placed a hot pack in a sterile glove and placed this between the probes.